Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a possible pocket erosion due to fall, and a swelling noted at the implant site. There was no additional adverse patient effects reported. The ICD remained in service.